Manufacturer narrative:
A clarification of the event was provided on 03/30/2016. The clarified information has been documented. (B)(4). A follow-up report will be submitted when the evaluation is complete. Further evaluation of the customer issue included a review of the complaint text and customer provided data, abbott field service review, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved part replacements per normal troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn sapphire analyzer, list number 08h00, was identified.

Event description:
On 03/30/2016 information was provide to clarify the event previously documented. Previously it was documented that a technician was splashed on the forehead with liquid which had remained in the specimen tubes. It had been documented that the liquid splashed onto her forehead when the instrument pushed them to the unloading side of the cell-dyn sapphire analyzer. The corrected information documents that the technician was not splashed on the forehead as previously documented but rather the splash was to the front of the analyzer. The splash occured to the front of the analyzer when the instrument pushed the specimen tubes to the unloading side of the analyzer. No user or field service personnel was splashed as previously documented.

Manufacturer narrative:
(B)(6). (B)(4). A follow-up report will be submitted when the evaluation is complete. Further evaluation of the customer issue included a review of the complaint text and customer provided data, abbott field service review, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved part replacements per normal troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn sapphire analyzer, list number 08h00, was identified.

Event description:
A technician was splashed in the forehead with liquid which had remaining in the specimen tubes. The liquid splashed onto her forehead when the instrument pushed the tubes to the unloading side of the cell-dyn sapphire analyzer. There was no adverse impact to the technician reported.